Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and the cause was not known. The customer changed the pump supplies and delivered a correction bolus. Tandem technical support (cts) assisted the customer with performing a pump system check and no device issues were identified. The customer inserted a new infusion set site. Upon follow-up, the customer reported bg was 562 mg/dl. Although multiple attempts were made by cts to confirm bg lowered, the customer did not reply.